Manufacturer narrative:
(B)(4). Initial report date 12/14/2015 the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that the patient experienced chest pains following a capsule placement procedure. It was reported that the doctor found that the patient had an ulcer on the lower third of the esophagus and the capsule was removed.